Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the outer flow tubing at open end. The outer flow tubing open end is partially attached to cap. The fiber glass cap detached, however, the glass and metal caps are still secured by outer flow tubing. The fiber was tested with hene laser fixture, aim beam was visible at fiber break. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end is torn. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap were acceleration lead to the possibility of cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken within the outer flow tubing at open end. There was no patient injury reported.